Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, no causality can be established. However, it is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, there is no objective evidence or indication the liberty select cycler caused or contributed to the serious adverse events experienced by the patient. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contacted technical support for assistance cancelling treatment due to abdominal pain during drain 2 of 4 of treatment. The patient stated that they were going to the hospital. Upon follow-up with the peritoneal dialysis nurse (pdrn), it was reported the patient was evaluated at the outpatient dialysis clinic on (B)(6) 2019 for abdominal pain (specifics not provided) and diagnosed with peritonitis. Peritoneal effluent fluid cultures were positive for enterobacter cloacae complex, and the patient was started on ceftazidime (dose, route, duration and frequency not provided). The patient reportedly did not tolerate the ceftazidime (specifics not provided) and required hospitalization on (B)(6) 2019 through (B)(6) 2019 for abdominal pain. The patient¿s antibiotic was changed to zosyn (dose, route, duration and frequency not provided) and the patient is currently still recovering. The patient continued to undergo pd therapy while hospitalized utilizing 1.5% and 2.5% delflex. Per the pdrn, the cause of the peritonitis is unknown.